Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Event description:
Customer's mother reported that the customer received a reading of 117 mg/dl on her adc blood glucose meter. The caller further reported that the customer subsequently experiencing cognitive issues, speech problem, shakiness, "unstable", clammy, seizing, and lost consciousness. Paramedics were called and responded. Paramedics tested the customer's blood glucose level with their meter and received a reading of 23 mg/dl. Customer was treated with glucose injection and was transported to the hospital. Customer was diagnosed by the doctor of hypoglycemia and was given another glucose injection. Customer self-treated with glucose tabs and juice. There was no report of death or permanent injury associated with this event.